Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. At this time the right atrial (ra) lead remains implanted. No adverse patient effects were reported.